Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by improper handling. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
This supplemental report is submitted to provide additional information received from the user facility. Per the facility, the reported no image occurred at the beginning of a therapeutic laparoscopic cholecystectomy. The procedure was completed with a different device. There was a 5 to 7 minute delay in the procedure while the patient was under general anesthesia. At the time of the event, the patient did not have any known pre-existing conditions. The device was inspected but no anomalies were noted prior to the procedure. The device was not dropped or suffer a deep impact. There were no error messages, alarms, or alert tones associated with this event. Devices used in conjunction with the camera head at the time of the event: olympus monitor oev2624, olympus camera cv-190, olympus light source clv-190. No other devices were replaced during the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty charge-coupled device (ccd). A shortage in cable was found, causing intermittent horizontal streaks on the image. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that while using a camera head, there was no image. The issue occurred during a procedure. There was no patient harm or injury reported. No additional information has been obtained.